Event description:
(B)(4) clinical study. Same case as MFR report #: 2134265-2010-05878. It was reported that following a coronary stenting treatment procedure, the patient presented with chest pain and the study stent was malapposed. The index procedure treated the 90% stenosed, 2.25x26mm target lesion located in the mid left anterior descending (lad) artery. Treatment consisted of pre dilation and the placement of a 2.25x28mm taxus liberte study stent resulting in 0% residual stenosis. The patient was discharged the next day on aspirin and prasugrel. Twenty one days later the patient was readmitted with chest pain with no EKG changes and cardiac catheterization was recommended. Ivus imaging the same day revealed non apposition and a somewhat undersized previously placed 2.25x28mm taxus liberte study stent. A 0.014 kinetix guide wire was advanced to the lad and a 0.014 choice floppy guide wire was advanced into the diagonal branch. Treatment used a 3.0x15mm quantum apex balloon which was advanced to the study stent to obtain adequate stent expansion, and was inflated to 12 atm's multiple times. It was noted that after the 2nd inflation, the ostium of the vessel leading into the diagonal branch had narrowed down to 95% due to the jailing of the study stent into the ostium of the diagonal branch, requiring intervention. A 2.5x15mm apex balloon was advanced but could not cross through the previously placed study stent. A choice extra support guide wire was advanced into the region and a 1.5x15mm apex push balloon catheter crossed the stented area and was inflated to 10 atm's to expand an opening between the stent struts leading into the diagonal branch. A 2.5x15mm promus stent was advanced but could not advance across the stent strut and stent damage was noted. Next the 2.5x15mm apex balloon was advanced to the region and inflated to 6 atm's to further dilate the region. A 2.5x18mm promus stent was then advanced through the stent strut and was successfully implanted in the diagonal branch, deployed at 11 atm's. Next the original 3.0x15mm quantum apex balloon was to be used in a kissing technique with the stent delivery balloon, but could not advance to the lesion so it was exchanged with a 3.0x15mm apex balloon. The kissing balloon technique was used in the ostium region where both stents were placed. The 3.0x15 apex balloon was inflated to 6 atm's and the stent delivery balloon was inflated to 9 atm's. Follow up angiography from multiple angulation showed good stent apposition with no evidence of edge dissection or flow limitations. There was evidence in the distal lad that a small vessel had been compromised with slow flow. A kinetix wire was advanced multiple times in that region to try to break up any debris that may have dislodged from stent implantation. At this point the patient was initiated on aggrastat and a nitroglycerin drip to help with possible microvascular dysfunction and help with further debris removal. The wires were then pulled back and angiography showed 0% residual stenosis with timi 3 flow in the majority of the lad artery bed, except in a side branch which had timi 1 flow. Attention was then turned to the right coronary artery, and a 3.5x15mm promus non study stent was placed in the rca vessel. After completion of the rca intervention, angiography was again performed in both the lad and diagonal vessel showing good expansion of stents in the region. The lateral portion of the distal lad continued to show timi 1 flow, but there was no evidence of perforation distally. Further attempts at re-cannulating that region were abandoned for fear of potential harm to the patient. The next day the patient experienced chest pressure and elevated cardiac enzymes were noted. The patient was given a nitro drip resulting in some relief to the patient. The patient was discharged 3 days later in stable condition.

Manufacturer narrative:
(B)(4). Device is combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).